Event description:
The physician was attempting to implant a 2.5mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however, the physician could not pass the stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. The device returned to the manufacturing facility and the stent was noted to be damaged. Device evaluation: the stent was positioned between the marker bands as per specifications. The 5th proximal segment was raised and deformed. The distal tip was slightly damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; severe calcification and tight and diffuse lesion). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification and tight and diffuse lesion). (B)(4).